Event description:
The radiologist went to deploy the tissue marker and when he thought it deployed, he went to remove the tissue marker from the probe. The brown sleeve separated from the white introducer sleeve. He then retrieved the white sleeve from the probe and when it was removed the metal barrel containing the clip was left in the breast. It also appears that on the post-bx mammo that the marker is still in the barrel and did not deploy. The pt still has the introducer cap in the pt's breast.